Manufacturer narrative:
MFR completed the entire form. Add'l MFR narrative: customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and it returned and evaluated the MFR will file a follow up report detailing the results of the eval.

Event description:
A report was received that stated during an injection, the needle became detached from the syringe. No needle-stick took place. There was no pt or clinician injury reported.